Manufacturer narrative:
Investigation summary: bd received one sample and one photo for investigation. The customer-provided photo shows a device with the hub/cannula assembly separated from the collar. The returned sample was visually examined for hub/collar separation and a defective locking mechanism, and it failed testing, as the device was received with the hub separated from the collar. Additionally, 20 retained samples were visually examined for a defective locking mechanism and hub/collar separation. The retained samples passed testing, as the devices were activated properly with no signs of damage or separation during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub/collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the needle of one device separated from the hub. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the needle of one device separated from the hub. No adverse impact was reported regarding the patient or user.